Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had her pump removed a few months after implant. It was indicated that it bulged and pt had difficulty in fitting her clothing over it.